Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that during pt use, there was a loud noise from the pump. The pt was then transferred to another ventilator. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the pump. The unit passed extended self-testing.